Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a transabdominal preperitoneal procedure on (B)(6) 2017, suture was used. It was also reported that the needle pulled off and separated from suture during use. The procedure was completed successfully. There were no consequences for the patient.

Manufacturer narrative:
Representative sample returned. The swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed.